Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant in a fragile patient with comorbidities. A pre-dilation was also planned using a 18mm non-abbott balloon. The size of the valve and balloon were selected based off of CT scan measurements. The pre-dilation was performed without any balloon movement with the pacing at 200 bpm. The patient pressure was noted to be relatively low when the aortic valve was crossed with the navitor valve. During deployment of the device, the patients pressure dropped dramatically and didn¿t recover despite a valve deployment at 70%. The origin of the low pressure was unclear, and the physician fully recapture the navitor to permit to the patient to recover. However, the patient remained unstable with very low blood pressure. Based on an angiogram, the left cusp aspect didn't look normal with a dissection suspected and very low flow inside the coronaries. The patient then started to show signs of ischemia so patient management recovery was performed with cardiac massage. It was decided to continue with the implant procedure and the valve was implanted without any issue and at an optimal level. Despite valve implantation the "patient's" status remained the same. A tte was performed and a large circumferential pericardial effusion and was consistent with left ventricular compression. The origin of the effusion seemed to be due to the pre-dilatation. The pericardial space was punctured for tamponade reduction, but despite blood drainage, the patient passed away during the procedure. The cause of death was massive effusion with cardiac arrest. The physician alleges the "patient's" death was related to the procedure and the patient's comorbidities.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant in a fragile patient with comorbidities. A pre-dilation was also planned using a 18mm non-abbott balloon. The size of the valve and balloon were selected based off of CT scan measurements. The pre-dilation was performed without any balloon movement with the pacing at 200 bpm. The patient pressure was noted to be relatively low when the aortic valve was crossed with the navitor valve. During deployment of the device, the patients pressure dropped dramatically and didn¿t recover despite a valve deployment at 70%. The origin of the low pressure was unclear, and the physician fully recapture the navitor to permit to the patient to recover. However, the patient remained unstable with very low blood pressure. Based on an angiogram, the left cusp aspect didn't look normal with a dissection suspected and very low flow inside the coronaries. The patient then started to show signs of ischemia so patient management recovery was performed with cardiac massage. It was decided to continue with the implant procedure and the valve was implanted without any issue and at an optimal level. Despite valve implantation the patients status remained the same. A tte was performed and a large circumferential pericardial effusion and was consistent with left ventricular compression. The origin of the effusion seemed to be due to the pre-dilatation. The pericardial space was punctured for tamponade reduction, but despite blood drainage, the patient passed away during the procedure. The cause of death was massive effusion with cardiac arrest. The physician alleges the patients death was related to the procedure and the patient's comorbidities.

Manufacturer narrative:
An event of hypotension, pericardial effusion and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, the left cusp aspect didn't look normal with a dissection suspected and very low flow inside the coronaries. The patient then started to show signs of ischemia so patient management recovery was performed with cardiac massage. It was decided to continue with the implant procedure and the valve was implanted without any issue and at an optimal level. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event was due to procedural complication but could not be conclusively determined. The reported hospitalization and surgical intervention were as a result of case-specific circumstances as the patient returned to the hospital and pericardiocentesis was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.